Manufacturer narrative:
Internal file number: (B)(4). Lot number updated from 81011u184 to 81011u185. Evaluation summary: all available information was investigated and due to the returned condition of the device (lock line and clip not returned), the reported difficult to remove and mechanical issue could not be tested. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult to remove lock line could not be determined in this incident. However, the reported mechanical issue appears to be due to user technique/procedural circumstances. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report difficulty removing the lock line and clip opened after deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 4. One clip was implanted, reducing mr to 3. A second clip delivery system (cds) was advanced to the mitral valve. The leaflets were grasped with good mr reduction. During deployment, after the lock line was retracted 30cm, resistance was noted. Force was used and the lock line was removed successfully. After deployment, the clip opened to 90 degrees and mr increased to 3. No further clips were attempted and the patient was treated with mitral valve replacement surgery the same day. The patient was successfully treated. No additional information was provided.